Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records was performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure the internal jugular was punctured and guidewire allegedly showed resistance while removal. It was further reported that points of curvature were identified in the wire. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one groshong catheter with a loaded cath-lock and catheter stylet, one right-angle non-coring needle, one cath-lock, one vein pick, one tunneler, one introducer needle, one 8.0fr peel-apart sheath and vessel dilator and one j-tip guidewire were returned for evaluation. Gross visual and dimensional evaluations were performed. Bents were noted throughout the j-tip guidewire received. Therefore, the investigation is confirmed for the reported deformation issue. However, the investigation is inconclusive for the reported physical resistance and difficult to remove issue as functional testing was not performed due to condition of sample. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. A definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, the internal jugular was punctured and guidewire allegedly showed resistance while removal. It was further reported that points of curvature were identified in the wire. The procedure was completed using another device. There was no reported patient injury.